Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted. However, after the tip of the sgc was inserted into the left atrium (la), the blood pressure went down very fast. After the sgc was removed, the blood pressure returned to almost baseline. It was noted that there was possibly an atrial septal (as) injury or left atrium (la) injury, but it could not be proven. Therefore, the sgc was removed, and the procedure was discontinued. There were no device issues. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported hypotension and perforation. Hypotension and perforation are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter (sgc) was inserted. However, after the tip of the sgc was inserted into the left atrium (la), the blood pressure went down very fast. After the sgc was removed, the blood pressure returned to almost baseline. It was noted that there was possibly an atrial septal (as) injury or left atrium (la) injury, but it could not be proven. Therefore, the sgc was removed, and the procedure was discontinued. There were no device issues. There were no adverse patient effects and no clinically significant delay in the procedure.